Event description:
Patient experienced a fall at home and was implanted with femoral nail, helical blade, 2 locking screws, 2 cocr cables and autograft on (B)(6) 2009. Patient was discovered to have a nonunion, date unknown. Patient was revised to va femoral plate system on (B)(6) 2013. This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. On (B)(6) 2009: acl repair. On (B)(6) 2010: autologous bone graft with bone stimulator. Morbid obesity, depression, htn, breast cancer. The 1.7mm cocr cable with ti crimp 750mm-sterile was manufactured by pioneer surgical technologies. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was not returned for further evaluation.